Event description:
The following was reported to hamilton medical ag: tf (B)(4). Still gathering information, vent went down on a patient. When it is turned on now it just visually and audiably alarms and throws various tf's and te's. No patient impact or harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation and transport of a patient, it is alleged that the ventilator went down. When the device was checked and turned on, the ventilator alarmed visually and audibly. The patient was transferred to another ventilator. Nevertheless, the event did not cause or contributed to a death or serious injury. The logfile analysis demonstrated the following: on the reported date of event (11.03.2024) the ventilator was turned on at 15:26:52 the device alarmed with several low, medium and high priority alarms and various technical faults and technical events between 15:39:26 and 15:49:06 leading to an ambient mode. The ventilator was turned off (on (B)(6) 2024) at 16:12:21. A possible root cause could be due to a defective control board or pressure sensor board. Per technician, "noticed fluid leaking out of the o2 cell, there was also fluid pooled up in the o2 cell connection with the check valve assembly. Looked at the flow sensor air as well as the blower module and it looked as if there was water/ fluid that would have made it back to the blower module". Although these findings are consistent with the observed behavior, the assumed root cause could not be conclusively confirmed.

Event description:
The following was reported to hamilton medical ag: tf 446024, 446025, 446026 (vref error), 446028,446029. Still gathering information, vent went down on a patient. When it is turned on now it just visually and audibly alarms and throws various tf's and te's. No patient impact or harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: tf 446024, 446025, 446026 (vref error), 446028,446029. Still gathering information, vent went down on a patient. When it is turned on now it just visually and audiably alarms and throws various tf's and te's. No patient impact or harm reported.